Event description:
It has been reported by cedars sinai med ctr, that the footboard on go bed ii number (B)(4) will not function and is flashing error code 1. According to the cedars, a crack in the footboard allows cleaning solution to seep onto the main control board, resulting in a small amount of corrosion on the cable that connects the footboard to the main control board. No injury reported.